Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cardiac ablation procedure for epicardial ventricular tachycardia ablation with the ablation catheter, a pericardiocentesis procedure was necessary for an effusion. It was noted that at the beginning of the procedure the fluid drained had no blood, and post-mapping the fluid had blood. It is unknown if the patient's hospitalization was extended. The case was completed. No further patient complications have been reported as a result of this event.

Event description:
The case was completed.

Manufacturer narrative:
B5: event description - updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.